Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Top of impacter weld is broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The impactor was classified to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The material around the broken welding seam is grooved; it is possible that during brushing too much material was abraded and weakened the seam; a manufacturing issue cannot be excluded. A previous complaint is known reported the same issue; a nc was initiated to investigate the welding seam breakage. It was found that the welding seam was not placed correctly. Therefore it was decided to change the design of the impactor with an ecn. No discrepancies were detected during risk analysis review. On-conformity identified; nc is already initiated.

Event description:
Top of impacter weld is broken.